Manufacturer narrative:
(B)(6). Medical device catalog/lot numbers: the customer report the catalog # 301285 and lot # 17e2711. However, this lot # does not exist for the reported cat #. Therefore, the device expiration date is unknown. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd has not received sample / photo from the customer facility for investigation. 200 retention samples had been visually inspected, all samples found in ok condition. The complaint history for the lot# 17e2711 was reviewed and till date one complaint had been registered against the above lot for the defect- crack barrel. DHR was reviewed for the product test. The entire routing test for reported lot found within the specification limit. No discrepancy was reported and recorded in DHR in customer reported lot # 17e2711. Log sheet ¿ b stamp roller problem, b stamp feed barrel problem & b stamp printing problem is recorded in assembly process during manufacturing of lot # ce252, ce251 & ce311. Syringe damage problem due to chain shifting is recorded in primary packaging process during the manufacturing of lot# 17e2711. Stoppages ¿ no stoppages occurred in assembly & packaging process during manufacturing of lot # 17e2711 conclusion- unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode CAPA determination results no ¿basis of severity and occurrence, it was determined that no corrective action is required. Investigation comments: the customer return samples / photograph are not made available for investigation. Root cause- the team reviewed assembly & packaging process and all process controls are found in place. In process inspection and quality check, no crack samples had been found. Also, machine have online facility to check crack barrel as challenge test conducted in every shift. Due to non-availability of actual defective sample, further investigation could not be initiated. However, team will monitor the defect and once confirmed actions will take appropriately.

Event description:
It was reported that during a blood withdrawal and aspiration, bd 2 pc 5ml discardit ii¿ syringe (with and w/o needle) barrel obtained cracks. Reported during use. No serious injury or medical intervention noted.